Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following finding: visual inspection revealed that the battery compartment was cracked at the threads. The returned battery cap was not able to be secured to the battery compartment. The battery cap threads were found to be stripped/damaged. The battery cap contact height was found to be out of the required specifications. A test battery cap was used to complete the investigation. Unrelated to the complaint, evaluation revealed that the display was dim/fading/discolored. Also unrelated to the complaint, evaluation revealed that all keypad buttons were intermittently unresponsive. The keypad cover was fully intact; no damage was observed. The keypad cover was removed and contamination was found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that a cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.